Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00207 on 06-jul-2023. Additional information (02-aug-2023): a siemens cse (customer service engineer) performed additional services, including installing a new stat loader assembly and testing tubes and racks in diagnostics. The cse noted no errors. On (B)(6)2023, the cse performed a follow-up with the customer and verified no further sample barcode misreadings post-service repair. On (B)(6)2023: siemens reviewed the information and noted that the cse inspected the advia centaur xp system and discovered that the assigned sample ids were being read by the barcode into adjacent locations in the samples rack and resolved by replacing the the stat loader assembly. The service actions returned the system to normal operation. Siemens concluded that the cause of the rack barcode read error was a malfunction of the stat loader assembly. The system performed as specified, and no further action was required. Section h6 (investigation findings and investigation conclusions) was updated to reflect the additional information.

Manufacturer narrative:
A united states (us) customer observed barcode read errors and noted rack 01 had a misread of samples, skipping the 0001a position on the first read and initial run of the samples. The customer did not report the results, performed repeat testing, and noted that a second read of the rack 01 was correct, and the samples were run. No discordant results were reported to the physician(s). The customer noted no patient impact in result reporting as the issue was caught, and the samples in the rack were rerun to confirm the correct sample positions and results. The customer constantly checks the results of sample racks and the position of every sample. Siemens dispatched a cse (customer service engineer) to the customer site. Siemens assisted the customer and noted the current sample barcode reader model is ms-3. The customer noted that advia centaur xp racks are being used and fed into the in-process queue via the in-process belt. The reported behavior was observed during a regular run and routine entry. The barcode and rack alignment has been performed, and no issue was noted. Siemens is evaluating the event.

Event description:
The customer observed barcode read errors and noted rack 01 had a misread of samples, skipping the 0001a position on the first read and initial run of the samples. The customer did not report the results, performed repeat testing, and noted that a second read of the rack 01 was correct, and the samples were run. No discordant results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the event.